Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a mentor siltex round moderate profile 200cc saline prosthesis experienced right sided deflation post procedure. As a result, unilateral prosthesis replacement with a mentor smooth round moderate profile 150cc saline prosthesis was performed on (B)(6) 2019.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 127322 on 5/20/2019, and no non-conformances related to the reported complaint were identified. The investigation of the returned device was completed by the failure analysis lab on 6/12/2019. Device evaluation summary: according to the reported information the patient experienced a deflation of the breast implant. The analysis results show that the device appeared intact. Leak testing revealed a tear on the posterior aspect measuring approximately 0.2 cm. Microscopic examination was performed. No evidence of instrument damage was observed. No additional anomalies were observed. Possible causes of deflation of saline-filled implants include, but are not limited to, the following events: excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).